Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. The device was also received with a broken reservoir tube lip, cracked case near display window corners, and a cracked display window.

Event description:
The customer called and reported that a button on the insulin pump was not working. Customer's blood glucose was 325 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.